Manufacturer narrative:
The field service engineer (fse) was at the customer site and cleaned the strip provider module (spm) assembly and adjusted the support to stop the rubbing of the strip mixer. He checked and performed alignments, ran strip cycles to check performance. The repairs were verified per established service procedures. (B)(4).

Event description:
Customer reported that the hopper on their ichem velocity automated urine chemistry system was making squeaking noises. Upon opening the hopper, the customer found 4 stuck strips trying to get into the gate. There were no reports of erroneous patient results being generated or reported out and there was no change or effect to patient treatment in connection to the event.